Manufacturer narrative:
Upon reassessment of the reported event, this was determined to not be reportable as the event had no patient impact. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device identified an out of tolerance dimension on the component product. Review of the device confirmed the reported condition and concluded that part dimensions could cause the complaint issue. Product likely failed due to a manufacturing deficiency. This MDR has been completed to report two radiolucent targeting devices, part 471830, lot 769680.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during an open reduction internal fixation procedure on (B)(6) 2015, the connection part of the radiolucent targeting device was melted while the surgeon was drilling to make a screw hole in the patient's cortical bone. The axis inside of the device appeared to be slightly bent. Another radiolucent targeting device was used and the same issue occurred again. Another type of drill was used to complete the procedure.